Event description:
It was reported that a shaft break had occurred. A procedure was being performed with a 3.00 x 32 synergy ii drug-eluting stent. While inside the patient, it was noted that the shaft of the stent had broken. The stent was removed intact from the patient and the physician was not certain as to what may have caused the break to have occurred. The procedure was completed with another synergy stent without further issue or patient injury.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the synergy drug-eluting stent was returned and analysis was completed. The device broken at the strain relief and without the manifold hub section of the hypotube. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement .the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 106cm proximal to the port bond site as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break had occurred. A procedure was being performed with a 3.00 x 32 synergy ii drug-eluting stent. While inside the patient, it was noted that the shaft of the stent had broken. The stent was removed intact from the patient and the physician was not certain as to what may have caused the break to have occurred. The procedure was completed with another synergy stent without further issue or patient injury.